Event description:
A surgeon reports observing postoperatively that the istent came out of the trabecular meshwork and was floating on the iris. The stent was subsequently explanted and a new stent was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Stent dislocation is a labeled adverse event. (B)(4).